Manufacturer narrative:
The event occurred in the us. It was reported that the ECMO support initiated in the catheter laboratory in preparation to move patient back to the ICU, the cardiohelp-I was placed into the bed with the patient. At that time, it was noted that blood was leaking from the hls module (gas outlet). The hls set was replaced, and no further issue was noted. The patient tolerated the circuit change without incident. No harm to any person has been reported. Due to the replacement of the hls set during treatment, a report is required. The patient data was not shared by customer. After several attempts no response was received. Upon several attempts by ssu to the customer, the customer will not provide the declaration of infection risk, which is mandatory for us returns of contaminated goods. Thus the the affected product is not available for technical investigation. The lot number of the product was also not provided by the customer. Therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2026-01-26 with following conclusion: "according to the complaint narrative, the incident in scope involves ECMO support for a patient in the cardiac catheterization laboratory. Following successful cannulation and stabilization, preparations were made to transfer the patient back to the intensive care unit (ICU). During this phase, the cardiohelp system was placed into the bed with the patient. At that time, blood leakage was observed originating from the oxygenator, reportedly localized at the lower portion of the device at the gas outlet. The clinical team immediately exchanged the ECMO circuit. The patient tolerated the circuit change without hemodynamic instability or other clinical complications. No further abnormalities were reported following the circuit exchange, and ECMO support was continued without incident. According to the ECMO coordinator, no adverse event occurred; therefore, patient demographic information was not provided. Conclusion: based on the complaint narrative and the information currently available, a definitive root cause for the reported blood leakage from the oxygenator cannot be confirmed at this time. Further, the complaint narrative suggests that a product biokit was either sent (or to be sent) to the customer. A thorough and direct investigation of the product may provide more insight into the root cause of the event reported by the customer, i.e., definitive, proposed, or probable. The following potential root causes may be proposed relative to the reported non-conformance, including: 1. Potential product-related internal leakage within the oxygenator. A product-related internal leakage within the oxygenator structure, allowing blood to migrate toward the gas outlet, cannot be excluded. The affected hls set has not been returned and has not been investigated as of the time of this consultation. 2. Mechanically related damage to the oxygenator, occurring during shipment, transport, handling, installation of the product. It is unknown whether shipping, transport, installation of the product influenced the reported non-conformance of the product. In the reported case, the potential risks associated with the observed leakage did not materialize into an adverse patient outcome (as reported). The leakage was promptly identified and managed through immediate circuit exchange. The patient tolerated the intervention without incident, remained clinically stable, and ECMO therapy was continued without further complications. No transfusion requirement, laboratory abnormalities, infection, or other patient harm was reported. Due to the limited retrospective information available and the fact that the affected product has not yet been investigated, no single root cause could be identified, proposed, or confirmed at this time. The event appears to have been effectively mitigated through timely and appropriate clinical management. No adverse patient outcome was observed or reported. Regarding integrity and leak-tightness during priming, no information is provided regarding either setup or priming of the product. Integrity and leak-tightness confirmation performed pre-application (IFU chapter 4.3.1, safety instructions for the oxygenator) as described in IFU chapter 6.2 (priming the system) is intended to allow the user to recognize possible leakage (of prime) from the product, thereby allowing product exchange and preventing its deployment on a patient. That said, it is unknown whether leakage may have been present during setup and/or priming, but not detected prior to clinical use." Based on the results and the provided photographical evidence by the customer, the reported failure "leakage gas outlet" could be confirmed. A review of the device history record (DHR) is not possible, as the lot number of the affected hls set was not provided by customer. The review of enhancements, design changes were reviewed an no abnormalities in regards to the reported failure were found. A review of scrap and rework is not possible as the lot number of the affected hls set was not provided. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. According to the instruction for use (IFU, hls set advanced 6.0/7.0, hit set advanced 5.0/7.0) it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ furthermore it is stated in chapter 4.3.1 safety instructions for the oxygenator "that leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Furthermore it is mentioned to always keep a replacement hls set for those situations" the occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complant ID: (B)(4).

Manufacturer narrative:
New information has been provided by the ssu (sales and service unit) dated on 2025-11-19 about the affected product. The catalog number 701069078 has been provided. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complant ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the us. It was reported that the ECMO support initiated in the cath lab. In preparation to move patient back to the ICU, the cardiohelp-I was placed into bed with patient. At that time, it was noted that blood was leaking (gas outlet) from the hls module. The hls set was exchanged, and no further issue was noted. Patient tolerated the circuit change without incident. No harm to any person has been reported. Due to the exchange of the hls set during use a report is required. Complant ID: (B)(4).